Event description:
It was reported that the patient experienced no stimulation sensation. The lead impedance measurements were greater than 4,000 ohms. The company representative confirmed that the patient did not feel much stimulation. The patient's pain in her left foot was relieved when her stimulation was on. She occasionally felt stimulation when lying on her back. The high impedance was first noticed during surgery, and then again after implant. She is happy with the results.